Manufacturer narrative:
The date of event was sometime in 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The minicap was returned for evaluation. During a visual inspection, the sponge was found to be completely separated from the cap. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was received with the sponge separated from (out of) the cap. This was noted prior to use. There was no patient involvement. No additional information is available.